Event description:
Device changed due to previously implanted biotronik leads that fractured, causing 12 inappropriate shocks. Elevated pacing thresholds caused battery depletion; therefore, a new ICD system had to be implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154877.